Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet system, prompting self-treatment with oral glucose and a subsequent adjustment to a higher sleep target per trainer guidance. Symptoms included low blood glucose with associated signs consistent with hypoglycemia that required carbohydrate intake. Outcomes included transient interruption of normal activities and the need for self-management, with improvement after education and settings optimization; there was no hospitalization and no alerts or alarms reported. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction and that user training and parameter adjustment were effective. It was concluded that the event was consistent with hypoglycemia of unclear cause with resolution following coaching and sleep target adjustment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.